Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure saline solution leaked from the strain relief area of the subject microcatheter. After that, subject microcatheter was replaced with another microcatheter and completed the procedure successfully.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter shaft was kinked 115cm from the proximal of the hub. The catheter hub was intact. During functional inspection, the catheter was flushed, and the water exited the catheter tip and below the hub. The leak was coming from beneath the strain relief. The strain relief was removed, the shaft was cut. There was a leak identified. The location of the cut and where the leak was coming from was measured. There was procedural fluid on the catheter shaft below the hub. The strain relief was intact. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use and there were no damages noted to the packaging prior to opening the packaging. Also, additional information provided indicated after catheter was delivered to the target vessel, the delivery wire was removed. When negative pressure was applied to catheter with a syringe, saline solution leaked from the strain relief area and was removed. Also, additional information provided indicated there were no blades or sharps in the preparation area or used during the procedure. During analysis the returned catheter was flushed, and a leak was coming from beneath the primary strain relief. To determine where the leak was coming from - the primary strain relief was removed to allow a visual examination of the proximal shaft. There was a cut on the complaint unit going through the catheter shaft. The quality/ engineering line support for excelsior 1018 viewed the unit and confirmed the issue. An assignable cause of manufacturing will be assigned to the as reported and analyzed 'catheter shaft leak during use' as well as the as analyzed 'catheter shaft has hole/perforation', as this is an issue in which product fails to meet specification due to the manufacturing process at a stryker neurovascular manufacturing site. The as analyzed 'catheter shaft kinked bent' will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure.

Event description:
It was reported that during an endovascular procedure saline solution leaked from the strain relief area of the subject microcatheter. After that, subject microcatheter was replaced with another microcatheter and completed the procedure successfully.